Event description:
Reporter stated that patient's device started beeping during the night. When they checked the display, the device's menu screens were scrolling - as if the menu button was being pressed. Reporter pressed the menu button, and when it did not respond, they removed the battery pack. When the battery was reinserted, the device appeared to function normally. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.